Manufacturer narrative:
The abbott customer service representative recommended the alinity I wash cup baffle be replaced. The part was replaced resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alinity I wash cup baffle did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alinity I wash cup baffle were identified.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results for 6 patient samples. The samples were repeated, on the same analyzer and on another alinity I analyzer ((B)(6)), and the results remained reactive. The samples were tested with the vidas platform and the results were negative. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity I anti-hcv results = values ranging between 1.02 s/co to 2.22 s/co. Vidas platform results = negative for all samples. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive alinity I anti-hcv results for 6 patient samples. The samples were repeated, on the same analyzer and on another alinity I analyzer (B)(6), and the results remained reactive. The samples were tested with the vidas platform and the results were negative. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): alinity I anti-hcv results = values ranging between 1.02 s/co to 2.22 s/co. Vidas platform results = negative for all samples. No impact to patient management was reported.